Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and photo were available for evaluation. Visual inspection noted that the balloon appeared intact. The obturator, main valve seal and converter doors were intact. The insufflation bulb was received. Functionally, the balloon was attempted to be inflated using the returned insufflation bulb, however a small hole at the proximal end was observed. The flapper door, when actuated, opened and closed properly. The converter doors move freely and were secured in place. It was reported that the transparent valve was damaged and could not connect to the pump. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: cracked insufflation valve and balloon broken. Visual inspection noted that the balloon had a hole at the proximal end. The product analysis noted evidence that the device was not used as intended. The issue of the broken insufflation port may occur when excessive force is applied during clinical application. The issue of the broken balloon may occur when contact is made with a surgical instrument during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: damage to the balloon by instruments used during insertion and in the course of a procedure may cause device failure. Care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, prior to use, the transparent valve was damaged and could not connect the pump. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: b5, d9, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a totally extraperitoneal hernioplasty, prior to use, the transparent valve was damaged and could not connect to the pump. A new device was used to resolve the issue. There was no patient injury.